Event description:
Dexcom g6 insertion. Immediate warning of warm up failure. Called dexcom and was told to remove failed insertion and start over with a new insertion. Once I removed the failed insertion; the silver and platinum wire remained underneath my skin on right side of stomach. Called dexcom and also called dr.'s office. Different advice from both. Dexcom told me that as long as the wire is in a fatty location as opposed to a muscle location; leaving in place rather than a surgery to remove would be an appropriate avenue to proceed. I have discovered a number of people with same issue with the dexcom g6 who left the wire inside and a few who had surgery to remove. Dexcom is having me send the failed sensor to (B)(6). After one week I do occasionally feel that wire in my stomach. Now that is an area I can no longer insert a sensor. I am a type I diabetic using an insulin pump so dexcom g6 has been a very useful tool in blood glucose control. However, I am not happy to have the platinum and silver wire permanently installed underneath my skin! (B)(4).